Event description:
Pt status post tfn case had x-rays taken on an unk date. X-rays showed that the helical blade migrated through the head of the femur. Surgeon removed the nail, blade, and screw on (B)(6) 2011 and pt was revised to hip replacement. This is three of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn,a s no product was returned. Without a lot number the device history records review could not be requested.